Event description:
It was reported that the lead's pacing impedance was high and that the event is reported as being "resolved". Records indicate the lead was not explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.